Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, noting that after pausing insulin for a low glucose and later resuming due to hyperglycemia, subsequent insulin delivery led to another low; the user indicated this was occurring daily, and their clinician had previously recommended adjusting the cgm low target. Symptoms included hypoglycemia. Outcomes included no hospitalization and no alarms. Investigation included review of available device and clinical usage information and provision of troubleshooting and education, with escalation to clinical support for therapy optimization. Investigation of this case revealed no device alarms and no specific device malfunction identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.